Manufacturer narrative:
No sample has been returned for evaluation for the report of blunt; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twenty additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the knife blade was blunt. The case was completed without patient harm. Additional information has been requested.